Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable. They removed the cassette again and gently tapped the cassette and massaged tubing. They replaced the cassette and the alarm continued. Trouble shooting was repeated and they replaced the cassette but the alarm continued. They powered the pump off. A continuous infusion rate of 1.3 ml/hour had been programmed, with a total reservoir volume of 7.6 ml and a given volume of 53.4 ml. The patient was not affected. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.